Event description:
The doctor reported the implant was removed due to osseointegration failure, 4 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Peri-implantitis and periodontal disease were observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient will need another surgical intervention.

Manufacturer narrative:
Please see summary memo.